Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the device was placed in the patient and it was noted that the set screw did not feel right as it was attempted to be tightened. The set screw anomaly was confirmed by another healthcare professional. While removing the wrench from the device header the set screw came out with the wrench. The device was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event could not be confirmed. Analysis was normal. No anomalies were found.